Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance on the superior vena cava (svc) and rv portions. Upon pocket manipulation, noise was detected on electrogram. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned and analyzed. Analysis was performed and the right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. Concomitant products: d224vrc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance on the superior vena cava (svc) and rv portions. Upon pocket manipulation, noise was detected on electrogram. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.